Manufacturer narrative:
Concomitant medical products: evolutr-26-us transcatheter valve implanted on (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited short v-v intervals and small r-waves. The rv lead was reprogrammed to unipolar and remains in use. No patient complications have been reported as a result of this event.